Manufacturer narrative:
Concomitant products: product ID 37761, serial # (B)(4), product type recharger; product ID 3389-40, lot # j0542962v, implanted: (B)(6) 2005, product type lead; product ID 3389-40, lot # j0542962v, implanted: (B)(6) 2005, product type lead; product ID 37651, serial # (B)(6), product type recharger; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 64002, lot # n370711, implanted: (B)(6) 2013, product type adapter. (B)(4).

Event description:
A consumer whose indication for use was parkinson¿s dual and movement disorders reported that they had a sudden returned of symptoms because they could not get stimulation. The patient was not getting therapy. Symptoms included: frozen, fear, anxiety, sweating, postural unstability, sleepless, unable to move with ease, patient¿s speech was barely auditable and the rigidity was very apparent. It was reported that the ins( implantable neurostimulator ) was dead and insr (implantable neurostimulator recharger ) was damaged and it was not recharging. The insr screen was blank. It was noted that the connector pin was never plugged in correctly since they had it since (B)(6) 2015. The arrow on the connector pin faced backwards. It would charge up until (B)(6) 2015 where insr was no longer taking charge and the patient was not able to recharge the ins. It was further provided that the patient had received a new set of recharge equipment, their parkinson¿s symptom has been relieved and they are doing well but their fear and anxiety remain.